Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 21323425 UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 21323425 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were retained by the medical facility and will not be returned.